Event description:
On 10/20/98, safeskin was served with the following lawsuit: plaintiff's claim alleges the following: as a result of her cutaneous and airborne exposure to defendant's gloves' extractable proteins, plaintiff has developed a life threatening immediate hypersensitivity to latex. Plaintiff had suffered severe pain & suffering and she will continued to suffer in the future. Plaintiff's sensitization to latex has caused restrictions in her life as to where she can go and what she can do as to avoid situations where any latex is present.